Manufacturer narrative:
(B)(4) device not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is submitted under a separate manufacturer report number. (B)(4).

Event description:
Received user facility medwatch report # (B)(4), stating: "physician deployed device as per manufacturer protocol. On step # 4, the foot plate would not retract normally. Device was removed with return foot lever down as much as possible, and physician was able to retain sutures for groin arterial closure. Hemostasis achieved after 5 minutes of venous- type pressure applied to sight. No bleeding or hematoma noticed. We had another event with same device last month. That time, perclose broke off during pre-closure in left femoral artery. The piece broke off but the doctor put in a snare that grabs it and pulled that broken piece out. Confirmed by fluro." No additional information was provided.